Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Myocardial infarction (mi) and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
The patient reported that on (B)(6), 2011, a 3.0 x 12 mm promus stent was implanted in a bypass graft. On (B)(6), 2001 the patient returned to another hospital with an acute myocardial infarction (ami) and the promus stent was noted to have restenosed. Cardiac catheterization was performed four days later to treat the restenosis by implanting a non-abbott stent. No adverse patient sequela was reported. No additional information was provided.